Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the tip of the probe broke off, but was successfully retrieved by the surgeon prior to closure without having to make a new incision. Very minimal delay, surgeon retrieved broken piece prior to closure.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: tip breakage observed. The tip piece was not received with the device. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the tip of the probe broke off, but was successfully retrieved by the surgeon prior to closure without having to make a new incision. Very minimal delay, surgeon retrieved broken piece prior to closure.